Event description:
Implant didn't achieve osseointegration, chemotherapy around time of implant placement, diabetes mellitus, smoker, periodontal disease, bruxism, immediate implantation, peri-implantitis ( (B)(6) are same patient).